Event description:
It was reported that the patient had acute and gradual increased pain of the hip and loss of bladder control. Several issues this past year. The patient spoke to both doctor and pcp (primary care physician). She had been in a few times last month, "started stimulation all over". She reports a lot of pain from sciatic nerve, down the hip and down the leg on the left side. This started shortly after implant and gradual. Pain started as ache and increased. Testing all negative: x-rays, steroid injections in the hip bursa, nothing resolved, did not resolve pain. Inflammation was found around ball and socket of hip. Pain was now progressive. The patient was non weight bearing and had a limp that started at the start of the holidays. Caller can't lay on either side, awakens from sleep. Ibuprofen and vicodin were temporary fix which takes intensity down but does not resolve it. No traumas or falls reported. Caller stated at implant, there was improvement. But all of a sudden, therapy effect lessened when pain started and issues listed above began. A month ago caller was seen by doctor, urgency and loss of bladder control at that time. Sacral area was now tender and patient had low back pain. Caller thinks it was device related but doctor does not think that it was. Doctor suggested turning neurostimulator off for a time to see if it helps. The patient was unsure if he actually wanted her to or if it was just a suggestion. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va0g6fr, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).